Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was done. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes that the patient experienced infection. The infection was unrelated to the device and procedure involving the device. Patient death was reported with no allegations that it was caused or contributed to by abbott devices. The cause of death was infection.